Event description:
While two caregivers were assisting a patient during a transfer from wheelchair to bed, the left shoulder clip detached and the patient, who was partially over the bed, fell. She was taken to hospital and sustained a spiral fracture to the left femur.

Manufacturer narrative:
Further information will be provided upon manufacturer's investigation.